Event description:
It was reported that when using the bd pyxis¿ es server was not communicating with the station. The customer stated that the data synchronization failures or errors recur during the dispense workflow may leads to the reportable event. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
D4: unique device identifier not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-jul-2013 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the server was not communicating with the station. A technical support specialist dialed in to the application server via the provided remote support specialist (rss) link and checked task manager to verify that carefusion was not consuming excessive memory, memory utilization was normal, averaging 16%, no service restart was required, validated that both health sight viewer (hsv) and patient encounter system (pes) launched successfully, reviewed the event viewer application logs, refreshed the logs, and confirmed there were no recent errors, including no internet information services (iis) related issues; therefore, an internet information services (iis) reset was not necessary, verified that the rabbitmq service was running and ensured all required services were started, confirmed successful login to patient encounter system (pes) and health sight viewer (hsv) and verified on the health sight viewer (hsv) priorities tab that the attention notices were visible and accessible. The system functioned as intended after the technical support specialist troubleshot the device.